Manufacturer narrative:
Eval results indicate the event is not device related but rather is associated with intr-operative cementing technique and device positioning.

Event description:
Patellar component was revised due to patella being loose.